Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2022, patient's right hip was revised to address aseptic loosening of the femoral stem at the implant to bone interface, and femoral stem implant migration (subsidence and external rotation). The liner, stem and femoral head were revised, while the cup was retained. The stem and head were replaced with competitor devices. She had no surgical complications. Doi: (B)(6) 2004, dor: (B)(6) 2022, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: b5, d10 and h6 (clinical codes) this medwatch was originally submitted on (B)(6) 2022 and was stuck in transmission due to an issue with the FDA gateway. On (B)(6) 2022) ,the FDA notified depuy synthes that the report needed to be resubmitted. FDA ticket #: (B)(4).

Event description:
Office notes (B)(6) 2022 indicate that in addition to what is currently captured on this complaint, the patient was also experiencing pain and clicking sensation within the hip prior to the (B)(6) 2022 revision.